Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code. Unk. Strip storage: unk. Symptoms: dizzy, hungry. A pt reported that because of the meter display was not right, the pt could not test their bg for over a month, might not have eaten right because of it and subsequently the pt's blood sugar went up. Pt just got out of the hosp. Their meter allegedly had missing segments. Customer had changed batteries. The result on their meter was 90mg/dl (about a month ago.) There is no comparison. Treatment was unk. No further info has been reported.